Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Imaging revealed bilateral lead migration resulting in stimulation being in the wrong location. As a result, surgical intervention may be undertaken to address the issue.